Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was an attempted implant. There was significant noise associated with the right atrial (ra) channel along with farfield oversensing. The ra lead was functioning properly when checked in the right ventricular (rv) port. The device was exchanged and the procedure was successfully completed with a new pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged procedure. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant. There was significant noise associated with the right atrial (ra) channel along with farfield oversensing. The ra lead was functioning properly when checked in the right ventricular (rv) port. The device was exchanged and the procedure was successfully completed with a new pacemaker. No adverse patient effects were reported.